Manufacturer narrative:
This report is submitted on november 04, 2022.

Event description:
Per the clinic, the patient experienced multiple infections and discharge at the abutment site. The symptoms resolved in 2021. Revision surgery to remove the abutment due to non-use of the device is planned but has not taken place at the time of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent a skin revision surgery under general anesthesia (specific date not reported) in order to excise the skin and close the skin defect. This report is submitted on december 14, 2022.